Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not open or attempt to repair your insulin pump. The pump is a sealed device that should be opened and repaired only by tandem diabetes care. Modification could result in a safety hazard.

Event description:
It was reported that the customer applied glue to the pump while attempting to repair the clip on the pump's case, which resulted in difficulty loading cartridges. There was no adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
D1, d2b, d4, g3, g4, g8, h4 d1, d2b, d4, g3, g4, g8, h4.